Manufacturer narrative:
The technician found a bent side rail mounting bracket. The technician straightened the side rail mounting bracket to resolve the issue.

Event description:
The technician alleged the side rail will not latch. No patient impact.